Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, deformation, red particles. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, d.7, d.10, g.1, g.3, h.3, h.6. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "implant exchange biocell textured and discomfort". Healthcare professional reported ¿fluid around the capsule indicating potential for a lipoma associated with textured implants, white capsule that had formed around each textured implant that it kind of wadded it up into hard ball , on the right, it adhered to the underside of the pectoralis muscle, the white implant jelly capsule was hard around the implant¿ and was ¿when pulled out, it caused a lot of irritation¿. Healthcare professional additionally reported "cause some bleeding¿; this event is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "developed lymph node enlargement after the implants were placed.¿ device remains implanted.